Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where a filter vent with fluorouracil (5fu) leaked during infusion was reported. There were no obvious defects noted on the tubing set such as cracks or breaks with no hole, cut, tears or any other defects noted. The tubing was replaced, and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage and no exposure to the patient or staff. It was also stated that it took 12hr-change shift on how long the infusion did the leak occur. There was patient involvement with no patient harm.